Event description:
It was reported during implant the lead would not easily go into the header, resulting in noise and no capture. The lead also became stuck in the header. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field event of a set screw issue was confirmed in the laboratory. All set screws had silicone in their hex cavities. The silicone found inside the set screw hex cavity prevented full insertion of the torque driver into the hex cavity. The cause of the set screw damage is due to silicone in the hex cavities.